Event description:
The customer stated that his meter was reading 100 to 120 points higher than his doctor's contour meter. No actual values were given, but the difference between values could fall in the "c" zone of the parkes error grid. This would make the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.